Manufacturer narrative:
Date received by manufacturer: 07dec2019. Report date: 18dec2019. Information was received that the customer had two user interface assemblies that were disassembled from the ventilator. No repair/service could be performed as the unit was not fully assembled. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the ventilators navigation ring was not working. There was no patient involvement.